Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture.

Event description:
It was reported that during surgery, the handle of t- handle device fractured into two pieces. The surgeon experienced a sharps injury to the right forearm.